Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining (B)(4). Importer site establishment registration number: (B)(4). The evo-fc-10-11-6-b device of lot number c1377308 was not available for evaluation. With the information provided a document based investigation was carried out. The patient pre-existing conditions were not provided. There is no evidence to suggest that this event did not occur, therefore the complaint is confirmed based on customer testimony. 1. Was the directional button fully engaged? Yes 2. Did the cursor move when the trigger was pressed? Yes 3. Were any sounds heard from the handle? Yes 4. Was the stent partially deployed? No from the information provided above and engineering input it was concluded that the flexor may have broken in the handle. Root cause: based on the information provided and engineering input, the most likely root cause of this event was determined to be the torturous anatomy, causing a buildup of pressure and resulting in the flexor breaking. Document review: prior to distribution all evo-fc-10-11-6-b devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for evo-fc-10-11-6-b device of lot number c1377308 did not reveal any discrepancies that could have contributed to this issue. There is no evidence to suggest that this issue affects the entire lot # c1377308; upon review of complaints this failure mode has not occurred previously with this lot # c1377308. IFU review: as per the instructions for use, ifu0062-5, notes section the user is instructed of the following: ¿visually inspect with particular attention to kinks, bends and breaks. If any abnormality is detected that would prohibit proper working condition, do not use". On review of the information provided, there is no evidence to suggest that the user did not follow the instructions for use. Summary: there is no evidence to suggest that this event did not occur, therefore the complaint is confirmed based on customer testimony. From the information provided, there have been no adverse effects to the patient as a result of this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
During the procedure, the prosthesis did not open fully, requiring replacement by a new prosthesis.

Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
During the procedure, the prosthesis did not open fully, requiring replacement by a new prosthesis.